Event description:
The customer's mother called to report that the customer has been experiencing high blood glucose levels, and feels that the insulin pump is not delivering insulin. The mother did not have the insulin with her at the time of the call, therefore no troubleshooting was conducted. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.